Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) and right ventricular (rv) noise. It was thought that the noise could be myopotential oversensing. There was ventricular oversensing of atrial signals, resulting in inappropriate atrial tachy response episodes. A previous signal artifact monitor episode was observed, resulting in the minute ventilation feature being disabled. Also, a lead safety switch was observed due to a low ra pace impedance measurement of less than 200 ohms. It was noted that the patient experienced syncope for an unknown duration. Boston scientific technical services discussed programming and troubleshooting options including isometrics. The device was noted to be nearing elective replacement indicator. Currently, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited right atrial (ra) and right ventricular (rv) noise. It was thought that the noise could be myopotential oversensing. There was ventricular oversensing of atrial signals, resulting in inappropriate atrial tachy response episodes. A previous signal artifact monitor episode was observed, resulting in the minute ventilation feature being disabled. Also, a lead safety switch was observed due to a low ra pace impedance measurement of less than 200 ohms. It was noted that the patient experienced syncope for an unknown duration. Boston scientific technical services discussed programming and troubleshooting options including isometrics. The device was noted to be nearing elective replacement indicator. Currently, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.